Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
Upon delivery of shipment, employee noticed a strange smell. The outer shipping carton was not damaged. When he opened the box, the box of simplex was all wet.

Manufacturer narrative:
An event regarding packaging damage involving a simplex packaging was reported. The event was not confirmed. -device history review: review of the batch manufacturing record indicates that this batch was manufactured and shipped to stock with no reported discrepancies. -complaint history review: review determined that there were no other similar reported events for the lot. Conclusions: based on the information provided by the customer, there was an odour coming from the product when the reported damage was noted. This indicates that an ampoule(s) was broken at the time or shortly before the product was received by the customer as the smell would have come from the monomer when the ampoule was broken. This odour from the monomer liquid lasts a short period of time as the liquid evaporates when exposed to the atmosphere. Based on the information provided, it appears that this product was damaged due to inappropriate handling during distribution/transportation.

Event description:
Upon delivery of shipment employee noticed a strange smell. The outer shipping carton was not damaged. When he opened the box, the box of simplex was all wet.